Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc. It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered diaphragmatic paralysis (requiring no medical or surgical intervention initially), then subsequent dyspnea (requiring medication). During the procedure, the patient developed diaphragmatic paralysis. There were no interventions. Patient did not require extended hospitalization as a result of the adverse event. Issue is ongoing and unchanged. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and definitely index procedure-related. On post-procedure day 24, the patient developed dyspnea. An unspecified medication was administered. Issue is ongoing and unchanged. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and definitely index procedure-related. Since the diaphragmatic paralysis adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.